Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5071922.

Event description:
Dexcom was made aware on 09/18/2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The patient stated that the cgm had been giving her erratic/incorrect readings. It was indicated that the cgm was reading 125mg/dl but there were times when their bg readings were 200-330 points off. The patient stated at one point, the cgm was reading 168mg/dl and the bg meter was reading in the range of 390's mg/dl. Per the voluntary medwatch report, it was indicated that the patient had required medical intervention for an adverse event. Event details were not provided. Additionally, it was reported that the patient had checked her bg on two difference glucose meters. No additional patient or event information is available. No data was provided for evaluation. The reported event of inaccuracies could not be confirmed. A root cause could not be determined. It was reported that the patient used multiple bg meters throughout the same sensor session. Dexcom labeling indicates: use the same meter you routinely use to measure your blood glucose to calibrate. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands.